Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer rec'd the minimum fill amount notification after multiple attempts of loading a cartridge. Cold insulin had been used. There was no reported impact to the customer's blood glucose level.